Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of sensing and loss of capture (loc), the lead was suspected to be damaged from clavicular crush. The lead was broken in half during the extraction, a portion of the lead remained in the body. A new lead was implanted. No additional adverse patient effects were reported.